Manufacturer narrative:
(B)(4). Date sent: 08/05/2025 d4: batch #515d58 investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee45a device was returned with no apparent damage and with a gst45w reload loaded on the device. The reload was received partially fired 1/10. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, the returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples met the staple form release criteria. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. The event described could not be confirmed as the device performed without any difficulties noted. The device opened and closed without any difficulties noted. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch number 515d58, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 07/30/2025. Additional information was requested, and the following was obtained: - was the firing sequence started but not completed? If yes: yes. - did the device deliver any staples? Yes. - what was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Formed. - were there staples missing from the staple line? N/a. If yes, was the staple line complete? No. - did the device cut? Yes. If yes, was the cut line complete? No. If yes, was there any issue with the cut line no. - was the device locked on tissue with the jaws closed? If yes, how was the device. Removed? Yes manual override. - what troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Everything listed, finally manual override. - did the jaws eventually open? After manual override. Corrected data: h6 (medical device problem code).

Event description:
It was reported that during an unknown procedure, it was observed that the device was misfiring and became stuck in the patient and would not release. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 07/25/2025 b3: only event year known: 2025 d4: batch #unk d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: - was the firing sequence started but not completed? If yes: - did the device deliver any staples? - what was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? - were there staples missing from the staple line? If yes, was the staple line complete? - did the device cut? - if yes, was the cut line complete? - if yes, was there any issue with the cut line - was the device locked on tissue with the jaws closed? If yes, how was the device removed? - what troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? - did the jaws eventually open? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided; therefore, a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 08/01/2025. The photo/device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.